Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. Pd therapy was discontinued and the patient was switched to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
Additional information: a2, a3a, b2, b3, b5, b6, b7, d10, e1 and e3. B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy effluent, abdominal pain, and elevated cell count. The cause of peritonitis was reported as "opportunistic infection due to immunosuppressant use". It was additionally reported that the "patient's hand disinfection was inadequate". The patient was hospitalized and was discharged nineteen days after hospital admission. It was reported that the patient was treated with vancomycin (2gm, unspecified route, discontinued after 32days) and ceftazidime (0.5gm, unspecified route, discontinued after 32 days). It was reported that the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.